Event description:
Customer reported that during the manual prime process, insulin was squirting out of the insulin pump. Customer stated that the insulin pump had been sitting, unused for five years or more. The device is being replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.